Event description:
It was reported that the speaker was not working.the device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported that the speaker was not working.the device was in use on a patient. There was no report of patient or user harm.